Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is a gap in the adhesive between the plastic cover and the distal end. Other observations for the device are: due to damage on charge couple device unit, the image has black dots and white dots; light guide bundle has breakage; adhesive of distal end rubber coating (a-rubber) has sink area; and due to crack on distal end, water tightness is lost. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus asset that was inspected upon return. There is no patient involvement and no harm reported harm to any patient. Upon inspection and evaluation of the returned device, it was observed that there is a gap in the adhesive between the plastic cover and the distal end. This medwatch is being submitted for the reportable issue of a gap in the adhesive between the plastic cover and the distal end as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the gap in the adhesive between the plastic cover and the distal end was due to deterioration of glue between the plastic cover and distal end of the device due to physical stress, chemical stress, and storage environment. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Reprocessing manual: chapter 8 storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays or ultraviolet rays. Reprocessing manual: 8.1 storing the disinfected endoscope and accessories: 2. Confirm that all surfaces of the endoscope and accessories are dry.¿ olympus will continue to monitor field performance for this device.